Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during the investigation, a review of the black box showed cs087 alarms. A cs69 alarm was reproduced at power up. The pump was unable to recover from the cs69 after a reboot. Investigators were unable to verify further testing steps. The cs69 failure was defined as a language file corruption while retrieving the language text. The cs69 failure was written as a cs87 failure in the black box. The alarm history showed no evidence of cs087 alarms. The error was resident to the flash chip (u39).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.